Event description:
In this event, it was reported that an ankylos c/x implant was removed during the healing period (approx. 7 months after insertion) because the pt suffered from an infection around the implant.

Manufacturer narrative:
Therefore, because medical intervention was necessary to preclude a serious injury, this event meets the criteria for reportability per 21 cfr part 803. The device was returned and evaluated and found to be within specifications.